Event description:
It was reported that during a generator replacement, high impedance was observed with the new generator. Multiple attempts were made to reposition the electrode but then a new generator was used, and this resolved the issue. The suspect device has not been received by product analysis to date.. No other relevant information has been received to date.